Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (594 mg/dl) and life-threatening ketone levels. In the hospital, the customer was treated with intravenous saline and insulin. Prior to going to the ER, the customer attempted to treat the bg by delivering multiple correction boluses. No permanent damage to the customer was identified. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.